Event description:
The customer called and reported the insulin pump had been alarming no delivery, which was resolved with an infusion set change. At the time this issue was reported on (B)(6) 2015, customer's blood glucose was 240 mg/dl. Customer called again on (B)(6) 2015 and also reported his blood glucose had been in the into the 300 to 500 mg/dl range. The insulin pump was a loaner and customer had received a new insulin pump, for which he was requesting programming assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.